Event description:
It is reported that the locking tabs would not engage. After multiple attempts a new device was opened and inserted without incident.

Manufacturer narrative:
This report will be amended when our investigation is complete.